Event description:
It is reported that in 2002 while fixating the screw of the articulating surface with the tibia/tibia stem, which was already cemented in, with the torque wrench up to the marked position, the screw broke off at the beginning of the thread.